Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a revision surgery during which this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.